Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection only stent was returned. The stent was found to be severely deformed throughout and the braid wires at both ends were frayed and broken. The stent delivery wire (sdw) and introducer sheath were not returned. Functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information attempts have been completed in our effort to obtain answers to the follow up questions. However, as of today, no additional information was provided; therefore, the investigation will proceed with the information currently available. Should information became available that could potentially impact the current assessment decision of this record and/or the root cause of the investigation, the record will be reopened to incorporate and assess the information accordingly. Product analysis found the device was returned and the stent was deformed and noted to be broken/fractured. It is most likely the stent was damaged during the reported repeated maneuver attempt. An assignable cause of procedural factors will be assigned to the reported events 'stent failed/unable to open (when not implanted)'and 'stent deformed' and analyzed events 'stent deformed' and 'stent broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.